Event description:
It was reported that this right ventricular (rv) lead amplitude alerted. The patient had an MRI the day prior. The healthcare provider indicated that the rv intrinsic amplitude was out of range as it was much lower than it previously had been. Technical services (ts) reviewed the presenting device data and found that the very last beat showed a much tower amplitude rv event that the device measured. Ts also determined that the rv pace and shock impedance were stable. This rv lead remains in service. There were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).